Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation and information provided the customer allegation was confirmed. Black screen/image reported by the customer was likely due to corrosion on plug unit, the image was not displayed and due to shortcut of circuit board unit, e218 error occurs. In addition, the following reportable malfunctions were identified during the device evaluation: - connecting tube is sticky. - universal cord is sticky. - no electrical continuity due to corrosion on distal end. However, a cause was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black screen/image. The issue occurred during set up. There were no reports of patient harm.